Manufacturer narrative:
This is the initial report to FDA regarding this event and device. Additional information regarding patient condition and original surgery have been requested. This information will be reported when it becomes available.

Event description:
Cap screw is loosening post surgery.